Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient did not reconnect to the device after disconnection. Improperly disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during drain five. Troubleshooting revealed that the home patient disconnected during therapy and then reconnected to the machine. A technical service representative (tsr) explained the alarm and reviewed proper procedures with the hp. The hp planned on using continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.